Event description:
This report is being submitted to report that the deployed clip (40822u1/(B)(4)) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, and required two additional mitraclips for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 40822u1/(B)(4)) was advanced to the mitral valve and the clip was deployed and the mr was reduced to 2+; however, after deployment, it was observed that the clip detached from the posterior leaflet but remained on the anterior leaflet (single leaflet device attachment). Two additional clips were implanted, one on each side of the first clip, for stabilization of the first clip. The mr was reduced to 1+, and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by difficulties with visualization, or morphology of the mitral valve such as tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda could not be determined. There does not appear to be any evidence of a product quality deficiency. The additional therapy/non-surgical treatment was related to case-specific circumstances as two additional clips were implanted on each side of the slda clip for stabilization. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.